Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
String separated from the cotton pod while inside my vagina...eventually got it out [foreign body in reproductive tract] string separated from the cotton pod while inside my vagina [device breakage] consumer sent an email stating that the tampax tampon string separated from the cotton pod while inside the vagina. No serious injury reported.